Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 46 mg/dl at the time of incident and current blood glucose level was 238 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer states they were using insulin pump system within 48 hours of reported low blood glucose event. Customer states the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer does not allege pump was over delivering. Advised customer to contact health care professional regarding hypoglycemia. Customer reports programming was accurate. Customer states they were not worn during a medical procedure or test around magnetic resonance field. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.